Event description:
It was reported that a day and a half after a refill and unspecified drug change the pt went to the ER and was admitted to the hospital for a drug overdose (unspecified symptoms). The pt was released four days later. The pt outcome was reported as fair. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
.